Event description:
On 16-sep-2025, it was reported that a beta bionics ilet user received a ¿connect cgm or enter bg, dosing stops¿ alert while using a sensor. The user rescanned the sensor and glucose readings resumed displaying on the ilet. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.